Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported during the last few months, this device has exhibited variable, out-of-range pacing impedance measurements (2500 ohms) resulting in a lead safety switch (lss) to unipolar sensing. As a result of the lss, over-sensed noisy signals were noted and pacing inhibition of less than one second was also seen. Boston scientific technical services was contacted and provided programming recommendations. At this time, the system remains implanted and in-service with no adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during the last few months, this device has exhibited variable, out-of-range pacing impedance measurements (2500 ohms) resulting in a lead safety switch (lss) to unipolar sensing. As a result of the lss, over-sensed noisy signals were noted and pacing inhibition of less than one second was also seen. Boston scientific technical services was contacted and provided programming recommendations. At this time, the system remains implanted and in-service with no adverse patient effects reported. This device was recently received for analysis. There were confirmed to be no product allegations on the return form.